Manufacturer narrative:
Customer phone: (B)(6) occupation = non-healthcare professional - unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after opening the package of a universa firm ureteral stent set, the stent was found to be broken. The procedure was completed by changing to another new device of the same type. This occurred prior to patient contact; there was no impact to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.